Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The information provided indicated this device was used for dilation of a stricture in the gastrocutaneous tract. This device was used outside of the stated intended use. This device is used over a pre-positioned savary-gilliard wire guide for dilation of esophageal strictures. Prior to distribution, all savary-gilliard dilators are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
The following information was provided to cook on 01/08/2016 per triantafyllou et. Al. (2013). Percutaneous endoscopic gastrostomy tube replacement unexpected serious events. Nutrition in clinical practice, 29(1), 142-145: a (B)(6) female with a history of cerebral palsy underwent peg tube insertion (peg-24 pull method, 24 fr, (B)(4)) nine (9) years earlier and underwent several uneventful tube replacements, approximately twice a year. The patient was initially admitted after accidental dislodgment of her peg 24 percutaneuous endoscopic gastrostomy set - pull tube eight (8) hours prior, with no tube to maintain the tract. Due to the stoma narrowing, gentle dilatation of the tract was performed over a short stiff guide wire, using up to 21 fr savary-gilliard bougies. A new balloon-tip tube (cook peg replacement gastrostomy tube, 20 fr, (B)(4)) was inserted applying minimal force and gastric juice was aspirated. A few hours later, before being fed, the patient developed severe abdominal pain; a subsequent CT scan revealed that the tube was in place, but the gastrocutaneous tract had been disrupted and there was a small fluid collection intraperitonealy. Conservative treatment with antibiotics was initiated and the tube remained in place. The patient recovered rapidly and gastrostomy tube feeding was restarted before discharge.